Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of damage to the catheter was confirmed and the cause appears to be use related. The product returned for evaluation was a 6.6 fr s/l broviac catheter repair segment. The investigation findings were consistent with clamping the catheter adjacent to the luer hub which is outside of the designated 'clamp here' region and will damage the catheter. The returned product sample was evaluated and damage to the clamping oversleeve was observed extending 1.5mm-4mm from the edge of the crimp collar. This catheter damage was typical of clamping adjacent to the luer hub, and the characteristics observed which supported this type of failure included: a hole was seen in the clamping oversleeve near the luer keyway. Multiple clamping impressions were observed along the over-sleeve, including immediately distal of the crimp collar. Tactile inspection of the sample revealed tensile weakness in the vicinity of the hole. Microscopic inspection of the damage revealed sharply defined granular edges. The damage lined up with the distal end of the luer hub stem, which was visible through the hole. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed emanating from the site of the aforementioned hole. Print wear was observed above the designated "clamp here" region. The sample characteristics were typical of damage caused by clamping adjacent to the crimp collar, outside of the ¿clamp here¿ region of the over-sleeve. This causes the soft silicone catheter material to be pinched between the harder material of the clamp and the luer hub stem, causing catheter damage. The catheter should only be clamped between the two arrows, within the region marked ¿clamp here.¿ the broviac catheter IFU states, ¿always clamp the catheter over the reinforced clamping sleeve or tape tab, as instructed by your nurse. Never clamp over the reinforced segment directly adjacent to the connector.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the facility that the plastic hub "ate" through silicone part of catheter. No patient injury reported.